Event description:
A site rep reported that while in an ent case, the system is intermittently freezing during navigation tracking. Use of the system continued with no impact to the pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report. The device has not been returned to the MFR. The eval of the system is currently in progress.